Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a clinical procedure, a clinical assessment showed that the gingiva was not healthy looking and a radiograph showed significant bone loss around the implant at tooth location # 19. There was also evidence of implant fracture on the mesial aspect. The implant was removed and the area grafted. Patient is returning at a later date for replacement. Symptoms as a result of the event: pain.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 3331, 4109, 4110, 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone residue on the external threads. Pre-existing patient condition noted was none. The reported device had been placed on tooth # 19 (universal) when the incident occurred and the implant had been placed for about 5 years. The reported event could not be recreated due to the nature of the dental device and events. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number: 63247177. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63247177) for similar events using keyword category fracture: implant and medical: bone loss and no other complaint was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvtwb10) and events (implant fracture & bone loss). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. However, bone loss is non-verifiable with the information available.